Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent procedure on (B)(6) 2014 and biodesign or surgisis 4-layer tissue graft was implanted concurrently with mesh vaginal mesh removal.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient experienced dyspareunia.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent cystoscopy due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, incontinence, mesh erosion, pain during sexual intercourse, and bleeding. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2010.

Manufacturer narrative:
Date sent to the FDA: 11/01/2016.